Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-procedure the patient's right ventricular (rv) lead dislodged and showed signs of r-wave amplitude variation and intermittent high capture thresholds. The patient was asymptomatic. On (B)(6) 2021, the rv lead was repositioned. The patient was stable throughout procedure.